Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 4 DEGENERATIVE MITRAL REGURGITATION (MR), PROLAPSED POSTERIOR LEAFLET WITH FLAIL SEGMENT AND DILATED LEFT ATRIUM FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, MITRACLIP XTW WAS IMPLANTED ON ANTERIOR AND POSTERIOR LEAFLET (A2P2). POST PROCEDURE, IT WAS DETERMINED THAT THERE WAS A SINGLE LEAFLET DEVICE ATTACHMENT (SLDA) AND THE CLIP WAS NO LONGER ATTACHED TO THE POSTERIOR LEAFLET. IT WAS OBSERVED THAT THERE WAS LEAFLET INJURY. IMAGING WAS DIFFICULT. THE FINAL MR WAS GRADE 2+. THERE WERE NO ADVERSE PATIENT EFFECTS OR CLINICALLY SIGNIFICANT DELAYS REPORTED

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (MR), prolapsed posterior leaflet with flail segment and dilated left atrium for a Mitraclip procedure. During the procedure, mitraclip XTW was implanted on anterior and posterior leaflet (A2P2). Post procedure, it was determined that there was a single leaflet device attachment (SLDA) and the clip was no longer attached to the posterior leaflet. It was observed that there was leaflet injury. Imaging was difficult. The final MR was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot.Based on the available information, the reported incomplete coaptation appears to be related to patient anatomy/pathology, as reported by the physician. The cause of the reported difficulty visualizing was challenging imaging due to equipment and a less experienced imager contributed to the reported visualization difficulty. The reported tissue injury appears to be a cascading effect of the reported SLDA. Additionally, the reported patient effect of tissue injury is listed in the MitraClip System Instructions for Use and is a known possible complication associated with MitraClip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances.There is no indication of a product quality issue with respect to manufacture, design, or labeling.Codes Removed:Medical Device Problem Code: